Event description:
It was reported that the t:slim x2 pump battery would not charge, prompting the power source alert 07 in the pump history. There was no adverse impact to the customer¿s blood glucose level. The issue was resolved when the customer used the original charging supplies and kept the pump's wall adapter plugged into a working outlet for at least 30 minutes, after which the pump began charging successfully, requiring no further assistance.